Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement along with high threshold which caused diaphragmatic stimulation. Additional information was received that the cause of the issue was not determined. The lead was abandoned surgically and capped. No additional adverse patient effects were reported.